Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Scratched lcd window, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. No error alarm on history screen.

Event description:
It was reported that the insulin pump alarmed motor error. Customer changed the battery and infusion set. The blood glucose reading is 385 mg/dl. Customer treated with insulin pump. Customer unable to rewind the insulin pump. The insulin pump will be replaced. Nothing further reported.